Event description:
The reporter states that she obtained the following blood glucose comparison results on the accu-chek aviva system: 364mg/dl and 142 mg/dl; 364 mg/dl and 112 mg/dl; 364 mg/dl and 76mg/dl; 142 mg/dl and 76. All aforementioned tests were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.